Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported tat on (B)(6) 2024, 27mm navitor valve was selected for implant using a large flexnav delivery system (ds). The patient had an aortic valve angle of 49 degrees. The sizing of the annular dimensions of the native valve were: perimeter 72.2mm, min/max/avg: 22 x 23.7, 22.8, area: 411.6. A 24mm pre-balloon valvuloplasty was performed to prep for the valve implant. During the procedure, the implant depth of the device at 80% was 4mm, upon full release the depth was also at 4mm. There was sufficient calcium to allow for anchoring and all 3 tabs were released. The implanter ensured the ds was in a neutral position/to slight forward pressure and pulled the guidewire to a midventricular position to deflect nosecone. Immediately after full release, the device embolized into the aorta, but did not block any coronary arteries or other arteries. An ensnare was used to reposition the valve and a 25mm navitor valve was implanted. The patient believes the cause of the migration was pannus formation on valve leaflets/small elliptical left ventricular outflow tract (lvot). There was no adverse consequences. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is alive and was been discharged.

Manufacturer narrative:
An event of valve migration towards the aorta after deployment was reported. A surgical intervention was reported for valve-in-valve procedure as a second 25 mm navitor valve was decided to be implanted. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. It was indicated that during the procedure, at 80% deployment the valve was at 4 mm (optimal depth) on both sides. And also indicated that there was sufficient calcium to allow for anchoring and all 3 tabs were released. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the navitor instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage. Letter will not be sent due to reported event was not caused by IFU not followed.

Event description:
It was reported that on 21 aug. 2024, 27mm navitor valve was selected for implant using a large flexnav delivery system (ds). The patient had an aortic valve angle of 49 degrees. The sizing of the annular dimensions of the native valve were: perimeter 72.2mm, min/max/avg: 22 x 23.7, 22.8, area: 411.6. A 24mm pre-balloon valvuloplasty was performed to prep for the valve implant. During the procedure, the implant depth of the device at 80% was 4mm, upon full release the depth was also at 4mm. There was sufficient calcium to allow for anchoring and all 3 tabs were released. The implanter ensured the ds was in a neutral position/to slight forward pressure and pulled the guidewire to a midventricular position to deflect nosecone. Immediately after full release, the device embolized into the aorta, but did not block any coronary arteries or other arteries. An ensnare was used to reposition the valve and a 25mm navitor valve was implanted. The patient believes the cause of the migration was pannus formation on valve leaflets/small elliptical left ventricular outflow tract (lvot). There was no adverse consequences. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is alive and was been discharged.